Event description:
It was reported that bd eva-ai3-sm3 needle precisionglide 21x1in contained foreign matter. Verbatim: lot: 3356904 quantity: (B)(4) reason: (B)(4) needle dirty. Lot: 3215382 quantity: (B)(4) reason: (B)(4) dirty syringes, (B)(4) with deformation in the needle bevel. Additional information received on 02 jan 2026. Was the incident reported to anvisa? If so, what is the notification number? No, only to the company. Could you confirm the date on which the problem/defect occurred or was identified? (B)(6) 2025. Is the sample related to this incident available for analysis? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.